Event description:
It was reported post a stenting treatment procedure, stent thrombosis occurred. (B)(6) 2014, a 3.0x24mm promus element plus was implanted at 16atm in the right coronary artery (rca).in addition a 3.5x16mm promus element plus stent was implanted proximal in the rca. In (B)(6) 2014, the second vessel treatment in the left circumflex artery was planned and during the control of the rca thrombus was observed in the middle of the 3.0x24mm promus element plus. The thrombus was treated with plain old balloon angioplasty. No further complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination device. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).